Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-56-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 89-120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 2/28/2020 and open vial date is approximately 2 months ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:125mg/dl 2/12 11:53am fasting, result 2:144mg/dl 2/9 9:34am fasting, result 3:126mg/dl 2/2 1:00pm not sure, result 4:163mg/dl 2/7 12:49pm fasting, result 5:178mg/dl 2/6 12:13pm fasting, customer called about meter giving a high blood results he is comparing the results and dr is comparing the results when the blood was taken and ran at the lab of 103mg/dl fasting and his meter read 30 minutes later was 144mg/dl.